Event description:
It was reported that during a pulse ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. During introduction, tt has been mentioned that the dilator was damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). The patient condition following procedure was stable. The product is expected to be returned.

Manufacturer narrative:
The sheath has been received for analysis. Based on the complaint summary, the dilator was found to be damaged but upon return to the boston scientific, it was noted the dilator was missing. Without the dilator returned and no visual image provided, the root cause of the associated allegation was not confirmed. Additionally, a visual inspection of the sheath found kinks at two locations along the its shaft. This condition was not mentioned in the complaint summary and was found upon return for analysis, indicating these kinks may have not been present during the event and must have occurred after handling during storage or transportation. The complaint allegation was not confirmed through analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e initial reporter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. During introduction, tt has been mentioned that the dilator was damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). The patient condition following procedure was stable. The product is expected to be returned.